Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the power error occurred in the insulin pump and low blood glucose. The blood glucose level of the customer was 64 mg/dl at the time incident, the customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.